Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had all machines were on critical override. The customer stated that the user was able retrieve medication from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that all machines were operating in critical override mode. A technical support specialist (tss) dialed in and ran the site down query. The messages were not current, and the health site viewer (hsv) displayed a critical notice indicating the system had been down for one hour. As a result, all devices were placed in critical override. The integration engineer (ie) dialed via securelink using desktop sharing, accessed the customer care executive (cce) console and ran message tracing to confirm electronic protected health information, admission, discharge, transfer (adt) orders were current as of central standard time (cst); verified that usage message bus monitor (mbm) and enterprise services message bus monitor (es mbm) were also current, and confirmed that messages were now successfully crossing. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had all machines were on critical override. The customer stated that the user was able retrieve medication from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.